Event description:
A patient who had her left knee replaced with a journey ii implant in, developed an infection at the time of surgery and it returned a month later as well. As a result of this, along with complications related to breast cancer treatment and diabetes, her surgical site did not fully heal until (B)(6) of this year. Patient is still experiencing stiffness, soreness and swelling in the knee.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinically relevant documents were provided to conduct a thorough medical assessment. Without the requested supporting clinical documents, the product or x-rays a thorough clinical/medical investigation cannot be performed. Without the relevant clinical documents we are unable to respond to the patient's query.  This complaint will be re-evaluated if more information becomes available. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.